Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 420 mg/dl. The customer's blood glucose level would not transfer to the insulin pump. The customer was very thirsty and tired. The customer was treating her blood glucose level with the insulin pump. In the alarm history a bad battery, weak battery, and low reservoir alarms were found. The device was not returned.